Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were false negatives for yersinia. Confirmatory testing is done by agar plate culture. No patient impact was reported. The following information was provided by the initial reporter: unknown: according to customer, false negatives for yersinia: customer reporting false negatives for yersinia with bd max testing. They test patient sample that comes out negative. As they do always confirmatory testing for yersinia by agar plate culture, no erroneous results were communicated to the clinician according to the customer.

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false negative." Customer reported that they are concerned about false negative results for yersinia while running the bd max extended enteric bacterial panel assay. Customer performs growth culture confirmation tests which identified this suspected false negative result. Customer workflow review with bd application specialists revealed that the customer dilutes the stool sample in saline before taking 10 l, while bd recommends taking 10 l of undiluted stool to the sample buffer tube. This could explain a drop in assay sensitivity seen as suspected false negatives. Customer reported that they have not seen this issue since the modification in sample workflow. This complaint is unconfirmed as it alludes to user workflow and no problem was found with the instrument. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and two additional work orders were observed on 09sep2022 and 06sep2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were false negatives for yersinia. Confirmatory testing is done by agar plate culture. No patient impact was reported. The following information was provided by the initial reporter: unknown: according to customer, false negatives for yersinia: customer reporting false negatives for yersinia with bd max testing. They test patient sample that comes out negative. As they do always confirmatory testing for yersinia by agar plate culture, no erroneous results were communicated to the clinician according to the customer.